Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was not working correctly and her physician advised her to come off of the device. The reporter also claimed that for the previous 2 weeks, the patient's blood glucose (bg) levels were elevated and the patient had ketones 2 times within the previous week. The reporter indicated that the patient's bg level had increased to as much as "400 mg/dl." The patient's usual bg range was from "150-265 mg/dl." According to the reporter, whenever the patient had ketones, she treated the patient with injections. At the time of contact with animas, the reporter stated that the patient was going to take a break from using the pump and was planning on using insulin injections. The reporter claimed that the patient's bg level returned to the usual range with insulin injection therapy. Through troubleshooting, the animas representative involved in this contact noted that the pump's tdd history was as expected. In addition, the bolus history was as desired except for an unexplained 0.00 unit bolus on (B)(6) 2012. No relevant alarms were observed. The reporter indicated that on occasion, a bent cannula was quickly identified. No other issues were reported with the infusion sets. The prime history was as expected. The reporter admitted, however, that she was frequently using refrigerated insulin. The animas representative explained to the reporter that refrigerated insulin can potentially lead to air in the cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had developed elevated bg levels and ketones. However, at this time, it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: review of the black box data revealed that information from the date of the complaint, (B)(4) 2012, had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. Investigation was unable to duplicate the complaint.